Event description:
It was reported that during preparation of a mitraclip xtw, a loss of fluid column occurred the dc handle. Troubleshooting was performed, but the issue continued. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported dc handle leak was not confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported dc handle leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.